Manufacturer narrative:
The surgeon informed the manufacture that the patient had nine months of recurrent pain and swelling before the removal surgery that he believes was due to low-grade infection. He said that the device was stable but he found fluid around the device. However, microbiology results yielded no growth.

Event description:
The patient's left tmj devices were removed due to a suspected infection.

Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2012. The patient developed recurrent pain and swelling. The surgeon removed the devices and placed a spacer in the joint space. He reported that there was ankylosis over prosthesis. Multiple MDR reports were filed for this event; please see associated report ( 20301019-2020-00020).

Event description:
The patient's left tmj devices were removed due to recurrent pain and swelling.